Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer believes the pump was not delivering the correct amount of insulin because blood glucose readings were "out of target". Additionally, the insulin gauge was inaccurate. The customer declined to provide further information and declined troubleshooting with tandem technical support.